Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter h3; analysis of the catheter (n820104003) identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. H6; the previously reported conclusion code 67 no longer applies to this event and has been updated to 12 and 4315. The previously reported method code 4114 no longer applies to this event and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 114 and 180. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving a baclofen with concentration 500 mcg/ml at a dose rate of 286 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient experienced increased spasticity. A roller city was performed on (B)(6) 2020 and the pump was working appropriately. A catheter access port study was also done successfully. It appeared there was an occlusion. The physician was to perform a revision on (B)(6) 2020. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2020. The patient was without injury as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. The company representative was to obtain additional information from the hcp on (B)(6) 2020. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the revision was rescheduled for thursday at 3:30pm. No further complications were re ported regarding the event.

Event description:
Additional information was received from a rep and confirmed by a physician. It was reported that the catheter revision occurred on (B)(6) 2020 and the catheter was completely replaced. It was confirmed before the revision that the catheter was occluded. The location of the occlusion was unknown. The catheter will be returned for analysis. The issue was resolved and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.